Event description:
A biopsy had been performed on the pt. The biopsy tray was wrapped up with sharps in the correct place on tray. The additional top tray that was included in the package was placed on top of the sharps and when the tech picked up the tray with both hands to move it out of the way, she incurred a needle stick.